Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a farapulse procedure. Prior to the procedure, while the tech was trying to flush the versacross dilator, he noticed that fluid was back flowing. So, when the syringe was taken off, the flush connection point of the dilator was broken off. Thus, the device was replaced with another device and the procedure was completed successfully. The device is expected to be return for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the versacross dilator was first visually inspected, and it failed; a clean fracture of the luer, approximately 1.5mm distal to proximal-end of clamshell (luer did not return for analysis). Also, multiple sections of the shaft were noted kinked (attributed to the method of shipping). Additionally, on the device-to-device interaction testing, the damage on the returned dilator was able to be reproduced, and evidence suggested that the luer was damaged due to excessive force used when attaching/detaching the accessory device for flushing. The reported allegation of broken luer was confirmed. There was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a farapulse procedure. Prior to the procedure, while the tech was trying to flush the versacross dilator, he noticed that fluid was back flowing. So, when the syringe was taken off, the flush connection point of the dilator was broken off. Thus, the device was replaced with another device and the procedure was completed successfully. The device is expected to be return for analysis.